Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional pulsed field ablation (pfa) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 16.8f sheath, and the pfa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.